Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system having no power could not be confirmed. No log files were submitted for review. It was reported that the patient was hospitalized due to confusion. When they arrived at the hospital, the system was off because their 14v li-ion batteries were completely depleted. It was determined that the pump had been off for 8 hours. The pump was restarted even though it had been off for that long. The patient lived alone and had no recollection of hearing any alarms, but the patient was hard of hearing and was often confused. Additional information states the serial number of the system controller in use at the time was (B)(6). The root cause of the reported event was determined to be user error. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 18aug2021 heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025 the patient had been hospitalized due to confusion and it was found when they arrived to the hospital, their pump was off, due to their batteries being completely depleted. It was determined that the pump had been off for 8 hours. The pump was restarted even though it had been off for that long. They had no recollection of hearing any alarms, but the patient was hard of hearing and often confused, while living alone. There were no log files available from this event. The patient was discharged on (B)(6) 2025.